Event description:
Upon inspection, during a routine inventory check by a penumbra sales representative, a crack was found in a canister.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra (B)(4) 2010 update to the FDA warning letter dated (B)(4) 2009.